Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, hardware was removed in a revision surgery on (B)(6) 2023 due to irritation. There was no other report of any patient impact or injury as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on 10/29/2021, hardware was removed in a revision surgery on 04/18/2023 due to irritation. Additional information indicates the patient's bones were completely fused. Two plates and eight screws were returned for evaluation. A screw hole in the medial plate and one screw appeared to be cross-threaded, a second screw was stripped, and a third screw appeared to have been gripped with another device. Evidence of normal wear was observed on the remaining plate and screws. The device history records were reviewed and no nonconformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. The most likely cause cannot be determined based on the available information. A number of factors could have contributed to what was reported and although some of the returned devices exhibited minor damage, there has been no report of a deficiency alleged/found against any of the tmc devices prior to their initial implantation, which indicates the observed damage was likely a result of implantation and/or removal efforts. There were no reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.